Event description:
Set screw was not able to advance down the screw housing with ease. Upon further inspection of the set screw the threads were deformed and some had separated from the set screw itself. Cause is indeterminate but can be potentially traced to user error. Typical modality is cross-threading of the housing with the set screw. This occurs when the axis of the set screw and the axis of the housing are misaligned. Surgeon replaced with new set screw and the case was completed as usual. No prior and post operative images were provided. Unknown patient anatomy and surgical technique used. No harm nor injury to the patient was reported.